Event description:
It was reported that this defibrillation lead exhibited oversensing after implant. It was noted that lead placement was difficult as the patient had a lot of tricuspid regurgitation. A couple days later, it was noted that there was no more oversensing and the patient was admitted for hypotension the next day. It was also discovered the lead had perforated, causing pain. Additional information received indicated that surgical intervention was performed to reposition the lead, and the procedure went well. It was noted that the patient was more stable. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited oversensing at implant. At the pre-discharge check, no further oversensing was observed. The following day, the patient was admitted for hypotension and chest pain. It was found the lead had perforated, and a revision procedure was performed to reposition the lead. The procedure was completed without complication, and the patient was stable following the procedure. It was noted that lead placement was difficult at the initial implant due to tricuspid regurgitation. No additional adverse patient effects were reported.